Event description:
The user underwent a 1.5 tesla MRI on (B)(6) 2023 and afterwards started to perceive a strong noise when wearing the audio processor (ap). The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field the recipient experienced distorted sound after a magnet resonance imaging. Device investigation confirmed a device failure, which indicates deviating mechanical behaviour. A correlation between MRI and the detected mechanical failure cannot be confirmed. Other damages found during investigation are attributable to the removal surgery. This is a final report. Please note: imdrf results code c24 has been deemed appropriate.

Event description:
The user underwent a 1.5 tesla MRI on (B)(6)2023 and afterwards started to perceive a strong noise when wearing the audio processor (ap). The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field the recipient experienced distorted sound after a magnet resonance imaging. During device investigation a dislocation of the magnetic component inside the hermetic housing of the transducer was found, which causes an altering of the vibratory behaviour. Further during device investigation it was confirmed that in one bci 602 standard screw and one screw with another head was used. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a 1.5 tesla MRI on (B)(6) 2023 and afterwards started to perceive a strong noise when wearing the audio processor (ap). The ap was exchanged on (B)(6) 2023 but the buzzing noise is still present.